Event description:
The customer observed elevated alinity I stat high sensitive troponin-I results for one male patient when compared to results from another method (afias). Patient background: regular monitoring of immunotherapy for melanoma, ECG was normal. The following data was provided: first sample from (B)(6) 2026 (07:58), sid (B)(6), alinity (B)(6) results 80.9 / 78.9 ng/l (lot 81020ud00) (cutoff <16 ng/l). Second sample obtained on (B)(6) 2026 (19:45) (sid unknown) afias result was 20 ng/l (cutoff <30 ng/l) the first sample (sid (B)(6) was repeated on (B)(6)2026 (15:19) on alinity (B)(6) and the results were 52.4 / 63.4 ng/l. Third sample was obtained on (B)(6) 2026 (15:47) sid(B)(6), alinity (B)(6) results 9.2 ng/l (lot 81564ud00), and (B)(6) 2026 (11:51) alinity (B)(6) result 11 ng/l(lot 81564ud00). Third sample (sid (B)(6) was repeated with afias and the result was 10 ng/l. No further impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 81020ud00; however, no trends were identified for the alinity I stat high sensitive troponin-I assay (list number 08p13). A review of the device history record did not identify any non-conformances, potential non conformances, or deviations with lot 81020ud00 and the complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met, indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot number 81020ud00.

Event description:
The customer observed elevated alinity I stat high sensitive troponin-I results for one male patient when compared to results from another method (afias). Patient background: regular monitoring of immunotherapy for melanoma, ECG was normal. The following data was provided: first sample from (B)(6) 2026 (07:58), sid (B)(6), alinity ((B)(6) results 80.9 / 78.9 ng/l (lot 81020ud00) (cutoff <16 ng/l). Second sample obtained on (B)(6) 2026 (19:45) (sid unknown) afias result was 20 ng/l (cutoff <30 ng/l) the first sample (sid (B)(6) was repeated on (B)(6) 2026 (15:19) on alinity (B)(6) and the results were 52.4 / 63.4 ng/l. Third sample was obtained on (B)(6) 2026 (15:47) sid (B)(6) , alinity (B)(6) results 9.2 ng/l (lot 81564ud00), and (B)(6) 2026 (11:51) alinity (B)(6) result 11 ng/l (lot 81564ud00). Third sample (sid (B)(6) was repeated with afias and the result was 10 ng/l. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, list number 4z21, with 510k number k202525.